Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The blood pump was exchanged by trained personnel due to a suspected ejection problem. The clinic provided berlin heart with a video of the blood pump at the time of the incident based on which an incomplete emptying can be confirmed. The affected blood pump was returned to berlin heart for analysis following the exchange. The customer complaint could be confirmed. During initial visual examination of the returned blood pump, an air cushion was detected between the membrane layers. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was detected in the air-side and middle layers, located along the edge region. Furthermore, a few graphite agglomerates were detected between the membrane interstices. The blood-side layer of the triple-layer membrane was found to be intact. The thickness of the individual membrane layers of the returned blood pump was re-measured and found to be within specification at all the fixed locations and also at the region of the defects. The cause of the defect was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side and middle layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (91 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned blood pump is indicative of a defective air-side membrane layer. A detailed investigation will be completed and a report submitted as soon as available.

Event description:
We were contacted by our swiss distributor to report an incomplete ejection in the right excor blood pump of a patient supported in the bivad configuration. An adjustment of the stationary driving unit ikus paramters did not improve the situation. Trained personnel at the clinic performed an exchange of the affected pump upon the recommendation of the manufacturer. The exchange was performed without complications and the patient was doing well again after the exchange.